Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that patches 989803166021 need to be validated for use on the dfm100. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
As confirmation with product support engineer and product manager, parts 989803166021 adult/child pre-connect defib pad is not designed for dfm100 at the beginning. The usable pads list is included in the chapter 18 - ¿supplies and accessories¿ in the IFU for the dfm100. Existing dfm100 designated pads can cover 100% cover the function of 989803166021 adult/child pre-connect defib pad. This case is an enhancement request instead of a product malfunction.